Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-2324bcctt swivelock® (batch 15390279) was received for investigation. Visual evaluation identified that the anchor was fractured. Functional testing could not be performed due to the extent of the device's damage. The observed damage is most consistent with use-related factors, including misaligned insertion and prying or excessive forceful leveraging of the device during use. Based on the physical evidence observed, the complaint allegation is confirmed. Refer to the investigation photographs.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a distributor via email that for an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tig ertape® loop suture (white/black), the swivelock was deformed during insertion into tibia. This was detected during use in a mcl repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional swivelock with same lot number was used to complete the surgery. Ar-1678-01, ar-1678-02, ar-2324ptb, ar-1927ctb were used for socket preparation. No fragment was left inside the patient. Bone density test was not performed.